Manufacturer narrative:
(B)(4). G2: foreign: poland. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee procedure, a tibial impactor instrument fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed with provided information. No product returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified not deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual examination of the returned product identified signs of repeated use in the form of nicks, gouges and surface starches. One of the impactor posts was found to be fractured off the device and was returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.